Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the clave port of an extension set and was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the clave port. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.